Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. Product labeling instructs the user to "change daily..." While consumer reported removing bandages "after a few days....". All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
On 27-apr-2025, a spontaneous report was received via telephone regarding a 4-year-old male who had 4 bravery badges dinosaur adhesive bandages applied. The consumer had no known allergies. On an unspecified date the consumer had 4 bravery badges dinosaur adhesive bandages applied to his leg for an unspecified indication. Three days after the bandages were applied, the consumer's parent tried to soak the boy's leg with baby soap to try to remove them. The child screamed because it hurt. The bandages would not budge, so they waited a few more days before attempting to remove them. When the bandages were removed the boy's skin was torn off on both ends. The reporter noted the bandages stayed on a little too well. The consumer's parent put antibiotic cream on the area and covered them with band aids. At the time of the report, the skin areas were improved.